Event description:
It was reported that the user experienced episodes of high glucose while using the ilet bionic pancreas, noting concurrent illness and pausing the system for prolonged periods prior to each high event, with a case file image of the report and a completed survey documenting these events. Symptoms included hyperglycemia and detection of small to moderate ketones by urine strips. Outcomes included no reported hospitalization or long-term disability. Investigation included review of user-provided reports and survey responses. Investigation of this case revealed that high glucose events coincided with extended user-initiated pauses, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.